Event description:
Device 1 of 3.reference MFR reports: 1627487-2016-02696 & 1627487-2016-02697.analysis of the returned devices found a failure with one of the patient's scs extensions, which was related to the reported event. The scs extensions have been added to this report as devices 2 and 3.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced intermittent stimulation from his scs system. Diagnostics testing revealed multiple lead contacts with high impedances. Surgical intervention was undertaken and the physician replaced the lead with a new one. Effective stimulation was reportedly restored postoperative.